Event description:
Multiple times bmet has been called into or to address the berchtold surgical light. The indicator is on for the bulb needing to be changed; however it goes out and then also comes back. This is occurring at least a dozen times during the case. Bmet has already replaced the handle just about six weeks ago.